Manufacturer narrative:
H.6. Investigation: one sample was returned. No defect was observed by visual observation. Two photos of the 32g x 4mm pen needle sample were returned to the manufacturer from an unknown lot. No., cat. No. 320136. Visual examination of the returned photos was carried out and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned photos therefore no root cause can be identified.

Event description:
It was reported that prior to use it was discovered that the npe was longer than should be with a bd pen ndl 32ga 4mm. The following information was provided by the initial reporter, translated from japanese to english: a longer needle npe than usual was found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use it was discovered that the npe was longer than should be with a bd pen ndl 32ga 4mm. The following information was provided by the initial reporter, translated from (B)(6) to english: a longer needle npe than usual was found.